Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained vt and non-sustained ventricular oversensing were observed on a remote transmission. Review of the egms found artifacts characteristic of lead noise on the ventricular channel. Isometric testing was performed but noise could not be reproduced. Patient was asymptomatic and stable. No intervention was performed. Lead remains implanted.

Event description:
New information received on (B)(6) 2019 indicating that the patient presented for lead revision procedure. The right ventricular lead was explanted and replaced successfully. The patient was stable throughout the procedure.

Event description:
New information received on (B)(6) 2019 indicating that the patient presented remotely via merlin.net. Upon review, the right ventricular lead continued to exhibit noise oversensing. The patient was brought into clinic and noise was still seen. The lead was otherwise electrically stable. No intervention was performed.